Event description:
It was reported that the bronchofibervideoscope had a small white tip at the distal end, which broke off where the balloon is located. The piece that broke off was a small white plastic part. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchofibervideoscope had a small white tip at the distal end, which broke off where the balloon is located. The piece that broke off was a small white plastic part. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.